Event description:
While taking vein during a CABG procedure, vasoview hemopro had a "c-ring failure" which resulted in having to open another vasoview hemopro device vh-3000.note: this is the third event with this device since the beginning of year.